Event description:
It was reported that drill attachment cannot be removed. There was no patient impact. As per the handpiece analysis findings, the drill bit has broken off and was stuck into the handpiece.

Manufacturer narrative:
H3: device analysis visually found that the inner shaft was broken 0.58 inches from the distal end of the inner hub upon return. There were traces of wear in the hub bushing and deformation in the distal end of the outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.354 inches in the deformed area which was out of specification. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.